Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.5 in. Safestep infusion set was returned for evaluation. A functional test of pressurizing the returned infusion set with water using a 12 ml syringe revealed a leak in the needle housing of the device. A microscopic observation of the infusion set revealed missing adhesive in the clear needle housing where the device was leaking. Because the complainant infusion set was observed to leak during pressurization, the complaint of a leaking infusion set is confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the patient attached it to an infuser pump and when the patient returned to the hospital, the anticancer drug was found to be leaking. The patient was not sure about where the damage is happened in either tubes or components. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the patient attached it to an infuser pump and when the patient returned to the hospital, the anticancer drug was found to be leaking. The patient was not sure about where the damage is happened in either tubes or components. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.